Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a accolade stem was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: a revision procedure was performed. The patient had mildly elevated metal levels. Injuries outside of the revision could not be confirmed without additional medical records. Evidence of soft tissue injury or other negative factors associated with corrosion products were not confirmed. Device recall could not be confirmed without additional records. Root cause: the root cause was presumably taper corrosion and thus associated with an lfit-tmzf taper issue. That said, the device recall was not established from the records provided. Also, evidence of injuries outside of the revision itself could not be established with the records provided. -product history review: review of the device history records indicate 12 devices were manufactured and accepted into final stock on 10-jan-2013 with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to excessive levels of chromium and cobalt in the blood. Clinician review of provided medical records indicated that a revision procedure was performed. The patient had mildly elevated metal levels. Evidence of soft tissue injury or other negative factors associated with corrosion products were not confirmed. The root cause was presumably taper corrosion and thus associated with an lfit-tmzf taper issue. That said, the device recall was not established from the records provided. Also, evidence of injuries outside of the revision itself could not be established with the records provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update via medical review: 08/30/2013: implant sheet. Acetabular dome hole plug, #4.5 accolade tmzf plus v40 1270 stem, trident x3 eccentric liner 32mm-f, vitagel 4.5ml, 54-f trident psl ha cluster shell, torx screw 6.5 mm x 16mm x2, 32mm +8mm lfit v40 head. On (B)(6) 2020: operative note, revision left tha. Failing tha secondary to trunnion corrosion. Femur revised to c-taper sleeve and 36 mm +7.5mm ceramic head and cup to 54-f trident x3 polyethylene 36mm ID +6 lateralized, 00. Prior tha in 2013. Prior core decompression for avn. Co level 3.2, and cr 2.0. Infectious labs stable. MRI no pseudo tumor. Posterior approach. No signs of infection, clear fluid. Stem stable, head implied solid. Trunnion with some ¿fouling¿ but otherwise in good shape. Implants revised as noted.

Manufacturer narrative:
Correction: the event was not confirmed. Reported event: an event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: confirmation: a revision surgery was performed for the stated reason ¿failing left total hip, secondary to trunnion corrosion¿. Elevated metal levels were cited by the surgeon but laboratory reports were not provided. Injury and/or device recall could not be confirmed. Root cause: the root cause of the established events cannot be ascertained without additional medical records. The cited metal levels if established would be attributed to the lfit head-tmzf trunnion as it is the only cocr product noted. One cannot attribute a cause to the non-confirmed events. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to ¿failing left total hip, secondary to trunnion corrosion¿. Clinician review of provided medical records indicated that a revision procedure was performed. Elevated metal levels were cited by the surgeon but laboratory reports were not provided. Injury and/or device recall could not be confirmed. The root cause was presumably taper corrosion and thus associated with an lfit-tmzf taper issue. That said, the device recall was not established from the records provided. Also, evidence of injuries outside of the revision itself could not be established with the records provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and pathology reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update via medical review: (B)(6) 2013: implant sheet. Acetabular dome hole plug, #4.5 accolade tmzf plus v40 1270 stem, trident x3 eccentric liner 32mm-f, vitagel 4.5ml, 54-f trident psl ha cluster shell, torx screw 6.5 mm x 16mm x2, 32mm +8mm lfit v40 head. (B)(6) 2020: operative note, revision left tha. Failing tha secondary to trunnion corrosion. Femur revised to c-taper sleeve and 36 mm +7.5mm ceramic head and cup to 54-f trident x3 polyethylene 36mm ID +6 lateralized, 00. Prior tha in 2013. Prior core decompression for avn. Co level 3.2, and cr 2.0. Infectious labs stable. MRI no pseudo tumor. Posterior approach. No signs of infection, clear fluid. Stem stable, head implied solid. Trunnion with some ¿fouling¿ but otherwise in good shape. Implants revised as noted.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2013 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.